Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: the lot was manufactured between april 9, 2024 ¿ april 10, 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed, and fluid inside the device¿s bladder was observed. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse any fluorouracil (5-fu). The pump was connected to the patient. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.